Manufacturer narrative:
A2 - age at time of consent: 84 years old at the time of study enrollment. E4: weight: 59.5 kg.

Event description:
It was reported dissection occurred requiring additional intervention. On (B)(6) 2025, the patient was enrolled in a clinical study. A 5.0 mm x 80 mm, 80 cm ranger was deployed in the swing point of right arm. On (B)(6) 2025, a venous dissection was noted on the target lesion. The vessel was expanded for 2 minutes using low-pressure plain old balloon angioplasty (poba) to achieve hemostasis. On the same day, the issue was resolved.

Manufacturer narrative:
A2 - age at time of consent: (B)(6) years old at the time of study enrollment. B5. Describe event or problem: added information, based on additional information. E4: weight: 59.5 kg.

Event description:
It was reported dissection occurred requiring additional intervention. On (B)(6) 2025, the patient was enrolled in a clinical study. A 5.0 mm x 80 mm, 80 cm ranger was deployed in the swing point of right arm. On (B)(6) 2025, a venous dissection was noted on the target lesion. The vessel was expanded for 2 minutes using low-pressure plain old balloon angioplasty (poba) to achieve hemostasis. On the same day, the issue was resolved. It was further reported that venous injury on swing point was noted.